Event description:
It was reported that the patient was experiencing early stages of infection at the ipg and lead site even with antibiotic treatment. Surgical intervention took place where the system was explanted, and pocket cleaned out to address the issue. The patient was given IV antibiotics and hospitalization. Currently the patient is doing well from their treated infection

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.